Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 19 mg/dl and was subsequently hospitalized. Reportedly, the customer delivered a food bolus and the "insulin activated before the food broke down". The customer clarified that the food was not eaten fast enough. Bg was treated with food and juice. The customer was unable to provide a release date; however, indicated that the issue was resolved and customer sustained no permanent damage.